Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 499.294, lot: l600619, manufacturing site: mezzovico, release to warehouse date: 28.sep.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the uss-ii nut is in a slightly used condition, there are slight discolorations on the top surface visible. There are no damages visible at the sleeve contact face. In total four (4) uss-ii nuts were send back, all devices were from the same l600619. For one piece a manufacturing evaluation was and no deviation from the specification could be detected. Therefore and as all devices were functional during the performed design evaluation can a manufacturing related issue be excluded for the nuts. A design evaluation was performed with the following result: the complaint condition can be confirmed since the x-ray shows the rod slipped out of the hooks and on the screws. The threads on the returned devices are partially damaged. Therefore, the nuts could not be tightened as usual. But, by applying a higher torque, it was possible to assemble the construct and the items seemed to perform as intended. Hence, basically, the items worked as intended. The articles have passed the functional test; the only issues were the partially damaged threads. Therefore, no document/specification review is needed. The investigation performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. The reason for the slippage is very likely a combination of 2 nuts not being properly tightened and the fall of the patient. Usually, when a nut is final tightened the anodization layer of the nut and the sleeve gets partially removed at the contact area between the 2 items. This can be seen on 2 out of the 4 nuts/sleeves. Since this wear is not present at the other 2 nuts/sleeves it can be concluded that these 2 nuts have not been tightened as intended. This condition could as well explain the partially not existing wear and tear on the teeth of 3 sleeves. As a consequence, the 2 tightened nuts alone were not able to withstand the forces of the spine and therefore the rod started to move in the construct and massively deformed/removed the teeth of some of these sleeves. This already disadvantageous situation in combination with a very high load on the implant applied through the fall of the patient could be the cause of the final slippage of the rod. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the patient underwent an revision surgery to remove a universal spine system construct (uss) implant. The implantation surgery was conducted in (B)(6) 2018. It was reported that the patient fell after the initial surgery and x-rays taken on an unknown date showed that the rod had slipped out of the hooks on the right side. The clinical decision was made that the right hand side construct was a stabilizing rod while the left hand side had made the correction and was still holding. The revision surgery was to be postponed until the fusion had occurred, however there was no fusion. Concomitant medical devices: unknown uss ii rod (part # unknown, lot # unknown, quantity 1). Unknown uss ii pedicle hooks (part # unknown, lot # unknown, quantity 3). Unknown uss screws (part # unknown, lot # unknown, quantity 3). Unknown uss ii nuts (part # unknown, lot # unknown, quantity 6). Unknown uss ii sleeves (part # unknown, lot # unknown, quantity 6). This report is for one (1) ti 12-point nut-11mm. This is report 5 of 5 for pc-(B)(4). This complaint is linked to pc-(B)(4).